Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of first firing. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).